Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). During the call, the pt reported they had two spinal cord stimulators (scs) implanted. Pt said the first implanted neurostimulator (ins) was "defective and was a small one" that was explanted "maybe 5-6 years ago." Pt said they had the first ins explanted and had a "large" ins implanted on (B)(6) 2012. Patient services specialist (pss) asked the pt if the ins was replaced due to normal battery depletion, but the pt said the ins was defective.